Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The power of attorney reported via phone call that customer was admitted to the emergency room into intensive care unit for diabetic ketoacidosis and high blood glucose level on (B)(6) 2020 with blood glucose level of 581 mg/dl. The customer also mentioned other blood glucose values such as 415 mg/dl. The customer was treated with intravenous drip. Reservoir was leaking out of the insulin pump. The devices will not be returned for analysis.